Manufacturer narrative:
Qn#(B)(4). This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 3003737899-2016-00030. No sample will be returned for evaluation.

Event description:
It was reported that in the ed during insertion of the second guide wire into the patient's subclavian, the guide wire again kinked once inside the blood vessel approximately one inch. As a result, the doctor was unable to guide the multi-lumen catheter over it. A third kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.